Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, b6, d1, d3, d4, d6b, g1, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Later healthcare professional reported "noticed the deflation immediately after a car accident", "breast asymmetry", "breast ptosis". Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as unidentified (tear) opening. Visibility/palpability: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9; h3; h6.

Event description:
Healthcare professional reported right side "deflation". Later healthcare professional reported "noticed the deflation immediately after a car accident", "breast asymmetry", "breast ptosis". Device was explanted and replaced.